Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump had a missing front panel. The caller did not know the blood glucose reading. The customer stated that he had been using the insulin pump with the screen off of it for a while. He noted that when he replaced the battery, there were a couple of numbers counting, and then the whole screen came up showing no insulin in the reservoir. He stated that the display always showed empty reservoir. He stated that the front panel had been protruding for a while and finally came off over time. He noted that the sticker was also missing from the back of the insulin pump. He was unsure how the damage had occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No blank display was noted during testing. No damage was noted on the isolation tape. No missing segment was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, a missing keypad overlay, missing address label and missing end cap sticker.